Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a (B)(6) blood/solution set with standard blood filter had blood leaking around the tube draining down the inside of the bulb. The reporter stated they were unable to regulate the flow or drip. There was no patient injury or medical intervention associated with this event. No additional information is available.